Event description:
The customer stated that they received questionable results for three patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module - c501. All three samples had erroneous na and cl results. Two of the three samples had erroneous k results. No erroneous results were reported outside of the laboratory. The first sample initially resulted with an na value of 160 mmol/l, which repeated as 139 mmol/l. This sample initially resulted with a cl value of 88 mmol/l, which repeated as 104 mmol/l. The second sample initially resulted with an na value of 114 mmol/l, which repeated as 141 mmol/l. This sample initially resulted with a k value of 3.4 mmol/l, which repeated as 4.01 mmol/l. This sample initially resulted with a cl value of 131 mmol/l, which repeated as 102 mmol/l. The third sample initially resulted with an na value of 108 mmol/l, which repeated as 143 mmol/l. This sample initially resulted with a k value of 3.27 mmol/l, which repeated as 4.34 mmol/l. This sample initially resulted with a cl value of 147 mmol/l, which repeated as 104 mmol/l. The patients were not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the pinch valve was not fully closing and that a cam lever was not holding the ise block tight. He replaced the pinch valve and cam lever assembly. He ran ise checks. The customer ran calibration and controls. The customer did not report any further issues after these service actions. The investigation was unable to find a definitive root cause.